Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The events of "biofilm", "swelling", "hot", "hard", and "red" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected to the tear trough with juvéderm® volbella¿ with lidocaine, to the ck1 with juvéderm® voluma¿ with lidocaine, and to the lips with juvéderm® volift¿ with lidocaine. Two months later patient received a skin booster to the cheeks. A few weeks later patient had a mild cold. Three months after injection patient developed swelling on their face. Patient¿s doctor thought it was a biofilm caused by the mild cold and prescribed augmentin and prednisone. Four days later patient woke up with worsening of symptoms, especially in the ck1 area with both sides hot, hard, and red. Patient was treated with hyaluronidaze and the area became softer. Patient was also prescribed ciprofloxacin. Patient has no fever, phlegm, or swelling in the lymph nodes and no swallowing problems. The swelling is local only. Symptoms have improved but are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01210 ((B)(4)) and MDR ID# 3005113652-2017-01211 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® volbella¿ with lidocaine.

Event description:
The patient's symptoms have resolved.